Event description:
During baxter's functional testing of a spectrum pump, the device alarmed system error 105. There wa no patient involvement.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a failed motor flex. The failed motor assembly was replaced.